Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse was unable to duplicate the reported failure. The unit passed all calibration, functional and safety tests. The unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) has a burning smell.

Event description:
It was reported that while being stored in the equipment room the cardiosave intra-aortic balloon pump (iabp) has a burning smell. There was no patient involvement.